Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was found to have dislodged the day following implant. High thresholds were also noted. The rv lead was repositioned and it remains in use. No patient complications have been reported as a result of this event.